Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site state, event site postal code), g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11 corrected fields: h8 the fse evaluated the unit and found unit would not charge batteries. Batteries were completely depleted from not being charged. Pmb was possibly damaged because unit was not charging and can cause power management board to go out when batteries are that low. Knowing that unit had not been plugged in. The fse replaced the display housing lower, lower bezel, top bezel and power management board.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) has damage to bottom bezel and the battery would not charge. There was no patient involvement.